Manufacturer narrative:
The available information suggests that this device remains in-service. The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that the local representative spoke to the physician concerning this patient. According to the physician, the patient's condition is poor and the patient was declared as "do not resuscitate" by the family. There were no allegations or complaints that the use of the device caused or contributed to the patient's poor prognosis. The family, following consultation with the physician, have decided that no further changes or intervention will be done to the device.

Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (v-tachy mode set to value other than monitor + therapy). The clinic nurse was contacted and was informed of the alert. Historically, there had been a request to deactivate the device's therapy mode due to the patient's condition (bedridden, dementia and dnr status).

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert (voltage too low for projected remaining capacity). Ts discussed this issue associated with fault code#1003 and recommended that the device should be explanted as soon as possible.

Event description:
--